Manufacturer narrative:
(B)(4). Concomitant medical product: biomet microfixation tmj system right fossa component, small, catalog #: 24-6562, lot #:578180b; biomet microfixation "2.4 mm" system high torque (ht) cross-drive screw 2.7 x 8mm, catalog #: 91-2708, lot #: ni; biomet microfixation tmj system cross drive fossa screw, catalog #: 99-6577, lot #: ni. Therapy date: (B)(6) 2018. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00712, 0001032347-2018-00714, and 0001032347-2018-00715.

Event description:
It was reported there was a revision due to dislocation. The right side implants were removed and replaced with new biomet microfixation tmj implants. No additional patient consequences were reported.

Event description:
This follow-up report is being submitted to relay corrected and additional information. It was reported the reason for the dislocation was due to possible non-compliance and patient anatomy.

Manufacturer narrative:
Because the implants were explanted in a revision surgery, the complaint is considered confirmed. The product identity was confirmed through tmj tracking. The distributor originally stated that a bilateral explant took place, however, tracking cards were only received for the implants from the right side. No product was returned, therefore no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. The device history record (DHR) was reviewed for the mandible component and no discrepancies were found. There were no non-conformances found for the fossa component. The DHR's for the screws could not be reviewed due to the lot numbers being unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The instructions for use (IFU) for this product warns of the potential for complications. It states in the section titled adverse events: ¿ dislocation it also states in the section titled patient counseling information: discussion of the following points is recommended prior to surgery. ¿ the risks associated with a total tmj system (see warnings and adverse events). ¿ post-operative pain relief and return of function varies from patient to patient. ¿ additional treatment may be required including but not limited to extended physical therapy, bite splint, dental braces, and/or orthognathic and reconstructive surgery. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00712-1, 0001032347-2018-00714-1, and 0001032347-2018-00715-1.